Event description:
Report received of the pump shifting off without alarm. The pt was having open-heart surgery. The night before surgery, the pump was set up with normal saline on channel a. The date on the device was noted to be 5/1984. The date was reset, and the pump was turned off, but plugged into ac power. The next morning, when the pump was turned on, the date was again at 5/1984 and the settings that were programmed the night before were no longer present in the pump. The pump was reprogrammed to deliver normal saline at an unspecified rate on channel a. The surgery was performed without incident. At the end of surgery, in addition to the normal saline infusion, the pt was receiving dobutrex and nitroglycerin. The custome contact could not recall the rates of these infusions or which channels they were infusing on. When the pump was unplugged from ac power to transport the pt to the ICU, the pump shut off without alarm and the screen went blank. In order to control the pt's bp, "IV push nitroglycerin was given until the pt arrived in the ICU". The customer could not recall what the pt's bp was prior to the pump shutting off. Once in the ICU, the infusions of nitroglycerin and dobutrex were resumed on different pumps. The pt's bp was elevated with a diastolic pressure reported to be >100mmhg. The pt required nipride in order to control their elevated bp. There were no reported long-term effects of the event. It was reported that the pt no longer required the nipride infusion by the following morning. Though requested, there was no further info was available.